Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump repeatedly alarmed no delivery. The blood glucose reading was 585 mg/dl, which was treated with a manual injection. The customer stated that the she received no delivery alarms off and on all day. She refused troubleshoot for the no delivery alarm and high blood glucose, as she had called before regarding a similar issue. No bent cannulas were found on the infusion sets upon removal. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-61233.